Manufacturer narrative:
Visual analysis of device: device photograph(s) for the device related to the reported event of capsular contracture, crease folding of implant and inflammation/irritation was reviewed. Visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side ¿altered contour and folds bilaterally¿ ¿inflammatory,¿ increased thickness of peri-implant capsule and breast hardening¿ ¿potential risk for anaplastic lymphoma in capsular tissue,¿ and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side ¿altered contour and folds bilaterally¿ ¿inflammatory,¿ increased thickness of peri-implant capsule and breast hardening¿ ¿potential risk for anaplastic lymphoma in capsular tissue,¿ and capsular contracture baker grade iii. The device remains implanted.